Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose today and she might have pulled the site out when she went to the restroom. Customer stated that she did not realize that the set was out and her blood glucose was 490 mg/dl. Customer bolused 12.6 units and declined troubleshooting. Customer just treated a blood glucose of 310 mg/dl with a bolus of 3.0 units.